Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer initially failed and would not allow the users to recover the pocket. After restarting the station, the device would not allow it to recover and showed as not detected on bus.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 15885335 was performed from the date of manufacture, 09-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) repaired the full height row tray in auxiliary drawer 1 to resolve the issue. The drawer was tested using the hardware test application (hta) and the customer logged in and successfully verified drawer operation. The system functioned as intended after the field service engineer repaired the device.